Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using fiasp insulin and adding insulin outside of the load sequence. Tandem technical support informed customer that fiasp insulin is off label per the user guide and educated customer to follow load sequence steps. Customer resumed insulin deliveries. There was no adverse impact to the customer¿s blood glucose level.